Event description:
A report was received that a patient's precision system was explanted, due to infection. The patient's symptoms included redness, soreness and swelling at the pocket site. The physician does not believe the infection was device related. The pocket site was cleaned with antibiotics and the patient was prescribed oral antibiotics. The patient was re-implanted and is reportedly doing well. /

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation because they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.